Event description:
The facility's biomedical tech reported an infusion pump that failed the down stream occlusion test during biomedical testing. The hosp rep stated that they have no record of any pt incident involving the pump since the last baxter.